Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 600 mg/dl. The customer stated that she was the driver in a vehicular accident. The customer also stated that prior to the event, her infusion set came out of site without her noticing. The customer further stated that she was using an mmt-378 silhouette infusion set. The customer's boluses were not included in the daily totals, even though the customer boluses 3 times a day. Troubleshooting was performed and the insulin pump passed the fixed prime. Nothing further was reported.